Event description:
A customer observed imprecise and lower than expected vitros phyt quality control results while using the vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. The customer made no allegations that patient sample results were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that imprecise vitros phyt results occurred on control fluids processed on the vitros 5,1 fs chemistry system. The definitive root cause could not be determined; however, a reagent or an analyzer issue could not be ruled out. An alternate reagent lot was put into use due to depleted inventory. Ocd field service performed service actions to the ir wash subsystem to resolve ir wash error condition codes that were generated by the analyzer. Acceptable quality control results were obtained for all immunorate chemistries following these actions. An instrument related event could not be ruled out as a contributing factor for the lower than expected vitros phyt quality control results.